Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma was reported. The user fell on his head in (B)(6) 2017. There has been no hearing benefit with the left side device for months. Reimplantation is considered but not scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
A trauma was reported. The user fell on his head in (B)(4) 2017. There has been no hearing benefit with the left side device since the incident. The recipient was re-implanted.